Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tube there was under-fill or low draw of a tube with blood. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: the tubes are presenting filling failures - vacuum, "they are not filling what is required".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: mat: 367861; lot: 1259256. No customer samples and 2 photos were received. The photos were visually evaluated showing the amount of specimen drawn into the tubes is below the fill line on the tube. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. As no customer samples were received, the investigation was limited. Therefore, 10 production lot in-house retention samples from the bd inventory were inspected with 0 visible defects. Functional testing was performed and the issue of underfill was not observed as all tubes were within specification limits. Bd was able to confirm the customer¿s indicated failure mode with the photos provided; however, no samples were returned to be tested and the complaint could not be duplicated in the retention testing. The exact cause for the underfilling of the tube could not be determined. The device history records were reviewed on both lots with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tube there was under-fill or low draw of a tube with blood. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: the tubes are presenting filling failures - vacuum, "they are not filling what is required."